Manufacturer narrative:
No lab cultures were taken at the time symptoms were first reported, however samples were taken at the time of explant. The results were not shared with the firm for further investigation.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat neck pain. The implantable pulse generator (ipg) was placed in the posterior shoulder area with the leads targeting the cervical nerves. After the implant procedure the patient developed redness and pain at the implant insertion site. On (B)(6) 2025 a full system explant was performed due to concerns of possible infection.